Manufacturer narrative:
"Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm pro 14 bag 700 case jpx leaked during use. The following was reported by the initial reporter: "this is a complaint from the patient who switched from novo's pen needle to bd's pen needle. According to the patient's report, leakage occurs more frequently with bd's pen needle, compared with novo's pen needle."